Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A health professional reported that the pink infusion sleeve turned and blocked the irrigation when the handpiece was slid inside the eye. It was noticed with two doctors. The solution was to perform an incision slightly bigger, 2.4 knife eventually. No patient harm was reported. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the lot specific to this event is not known; therefore, lot history and device history record reviews were not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause.